Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Analysis of the returned lead was completed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted.

Event description:
It was reported that the recently implanted vns patient developed an infection at the generator site and underwent surgery on (B)(6) 2015 to explant his generator. Following the procedure, the infection began to spread up towards the neck incision site. The infectious disease physician recommended explanting the lead and stated that the patient may now be prone to staph infections. The patient underwent lead explant surgery on (B)(6) 2015 and has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The explanted generator and lead were returned to the manufacturer for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the returned lead is currently underway.